Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that left side for doors one through four not performing and could not be opened or recovered. The field service engineer reset all connections and rebooted the station components. During the process, fse cleaned the micro switches and re-tightened wire harness connectors for latch assemblies on doors two, three, and six. After the reboot, functionality was tested via the hardware testing application, confirming full recovery and proper operation of all affected doors through the user application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to open the tower doors 1, 2, 3 and 4. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.